Event description:
Suspected distal stent-graft-induced new entry or remaining leak from re-entry part into the false lumen (no defect in product): postoperative CT revealed suspected distal stent graft-induced new entry (dsine) from the end of the stent-graft or remaining leak from re-entry part into the false lumen. There is no reported defect in the product. The patient has not recovered yet. On (B)(6) 26, additional information was received confirming the planned thoracic endovascular aortic repair (tevar) is intended as a surgical intervention for the event dsine, resulting the complaint to be reportable.

Manufacturer narrative:
Clinical code: 3160 - vascular dissection - distal stent graft new entry tear. Impact code: 4625: additional surgery - thoracic endovascular aortic repair was performed. Medical device problem code: 2993 - adverse event without identified device or use problem - no device issue has been reported or determined at time of writing. Component code: 4755: part/component/sub-assembly term not applicable. Type of investigation: 4117 - device not available for testing, device remains implanted. 3331: analysis of production records. 4110 - trend analysis - a review of 4 years of similar events product a complaint rate. (Thoraflex hybrid medical event dsine complaints vs thoraflex hybrid sales) of 0.053%. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.